Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, power on self-test, battery testing and a review of the alarm log were performed. During power on self-test and alarm log review an f-38 alarm was found and determined to be the reported problem; the cause of this was inoperative force sensing resistors (fsr). To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an inoperative channel. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.